Manufacturer narrative:
MFR's preliminary comments: since the device is not being returned, evaluation of the product for a malfunction is not possible. No further follow-up is planned. No direct contact with the reporter; lot/control number was not provided. The risk mgr considered the event to be causally related to the humapen ergo. The device has been discarded and will not be returned to the company for evaluation. Refer to results and conclusions. Edit 01-nov-2004: upon review, drug event of wrong dose administered added. Case updated accordingly. Update 08-nov-2004: add'l info received from the initial reporter on the 04-nov-2004, add pt demographics, medical history and add'l event details. Case updated accordingly. Edit 12-nov-2004: upon review by gps physician, decision taken to upgrade report to "other reason serious" (as reporter stated the event was medically significant), and change hosp risk mgr from other to healthcare professional. Update 17-nov-2004: final gpcms report received 16-nov-2004, lss analysis summary added, improper use field change to no. Device pages and narrative updated accordingly. Upon review, causality for device changed from ua to yes. Edit 19-nov-2004: the date of MFR and expiry date of the humapen were both reported as 01-jan-2000, however, since the lot number is unk and the device has not been returned these dates cannot be confirmed and have therefore been removed from the suspect device page and incorporated into the narrative. Results/conclusions: this device is used for treatment purposes. The actual device was discarded; therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Evidence of improper use/storage: the user provided no info to indicate improper use or storage.

Event description:
This case, reported by a hosp risk mgmt co-ordinator, via a regulatory agency, concerns a female pt. The pt's medical history included being an insulin dependent diabetic. It is unk if the pt was receiving any concomitant medication. The pt received insulin lispro (humalog), delivered via a humapen ergo (lot unk), with an unk cartridge holder type, for the treatment of insulin dependent diabetes (dosage and start date not provided). In 2004, whilst receiving insulin lispro via a humapen ergo, the reporter stated the pt did not receive two doses of insulin and experienced raised blood sugar levels. The reporter considered this to be medically significant. The pt had not experienced these events prior to using insulin lispro via a humapen. During the pt's pre-supper dose of insulin lispro, it was noted that the humapen was faulty and the needle was also not inserted into the cartridge. The reporter stated 'thread of cartridge was cracked and cartridge fell out'. The reporter stated the needle was inspected and was not actually inserted into the end of the cartridge. The date of MFR and exiry date of the humapen were both reported as 01-jan-2000, however, since the lot number is unk and the device has not been returned, these dates cannot be confirmed. The person operating the device was the pt. It was unk if the pt was a trained user. The pt has received and is now using a new pen. At the time of reporting, it was unk if the pt had recovered or whether therapy with insulin lispro continues.